Event description:
Device with intermittent failure and evidence of significant clinical symptoms as a result. At some point over the last year or so patient had several episodes where he alternated between going through withdrawal and later feeling literally like he was overdosing. It has reached a crescendo recently where he called 911. The surgeon did a pump study about a year ago. During that test he was able to show that the patient, when given a bolus had normal movement of the pump rotor. In addition, a contrast injection was done through the side port that showed good flow without any leakage. At his pump refill two visits ago, it was noted to have a significant discrepancy of over 4ml of residual drug. At the next visit he was noted to have a residual volume of over 5ml, clearly indicating a strong probability, along with his clinical symptoms, that indeed he is having some sort of failure of his pump, at least intermittently. Per the md office the drug combination in use was a mix of morphine and clonidine.